Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement front panel. A returned goods authorization (rga) number was also issued for the return of the alleged faulty front panel for eval. As of august 5, 2015, carefusion has not received the alleged faulty front panel.

Event description:
This complaint originated from an international distributor in (B)(6). The distributor reported the following: "the touch screen does not work, it is not possible to know the version of the software (probably 03.02.00) even possible to know the hours of work fluid ingress on bottom of screen." No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the front panel. Visually inspected part. Noticed fluid ingress spots in screen. Touch screen was irresponsive and unable to be calibrated. This issue is addressed in an internal correction.